Event description:
(B)(4). This spontaneous case from united states was received on 06-nov-2017 from other non-healthcare professional. This case concerns a patient (demographics: not provided) who initiated treatment with synvisc one and after an unknown latency experienced right knee swelling which was hot to touch and right knee pain. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose and indication: not provided). On an unknown date, after an unknown latency experienced right knee swelling which was hot to touch and right knee pain which was treated with steroid injection. Corrective treatment: steroid injection for all events. Outcome: unknown for all events. Seriousness criteria: required intervention for all events. A pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending.

Event description:
This case was cross referenced with cases: (B)(4). This spontaneous case from united states was received on 06-nov-2017 from other non-healthcare professional. This case concerns a patient (demographics: not provided) who initiated treatment with synvisc one and after an unknown latency experienced right knee swelling which was hot to touch and right knee pain; also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose and indication: not provided). On an unknown date, after an unknown latency experienced right knee swelling which was hot to touch and right knee pain which was treated with steroid injection. Corrective treatment: steroid injection for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for all events follow up was received on 06-dec-2017. No new information was received. Additional information was received on 22-nov-2017. The event of device malfunction was added. The ptc results were added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who experienced right knee swelling, right knee pain, and joint warmth after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.